Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 95% stenosed lesion was located in a non-calcified and moderately tortuous left antebrachial vein shunt. A 5fr sheath was inserted in the left elbow location. A .035 guide wire was advanced across the lesion. A 5.0 x 40mm, 75cm mustang balloon catheter was inflated to 16 atms and ruptured. The balloon was removed without incident. Another of the same balloon catheters was used at 20 atms to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 95% stenosed lesion was located in a non-calcified and moderately tortuous left antebrachial vein shunt. A 5fr sheath was inserted in the left elbow location. A .035 guide wire was advanced across the lesion. A 5.0 x 40mm, 75cm mustang balloon catheter was inflated to 16 atms and ruptured. The balloon was removed without incident. Another of the same balloon catheters was used at 20 atms to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a longitudinal tear in the balloon material. The tear stretched from the proximal markerband and it extended distally along the balloon for approximately 20mm in length. A microscopic examination of the markerbands found no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).